Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and customer indicated that is impossible to accept the signal. Customer's blood glucose was 104 mg/dl at the time of incident. No further details given.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces on esc and act button. No button error alarm during testing.